Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right atrial lead was explanted and replaced. There were no further patient consequences reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the physician noted that the patient's right atrium was enlarged, which presented as unstable capture thresholds during initial placement. After the device was connected the lead lost capture. An hour post-procedure it was noted that the atrial lead had dislodged and was not sensing. No intervention was made. The patient was in stable condition.